Event description:
The customer reported that during opcheck they got a pacer/shock equipment malfunction followed by the device not recognizing the test load. There was no record of pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.